Event description:
20-gauge bd insyte autoguard safety cathlon was being inserted into or pt's arm when rn noted problem threading cathlon; removed cathlon and found cathlon. Had sheared. Cathlon saved, sent to nursing dept. Bd co was notified and came in to pick up the two (2) cathlons which sheared.